Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of right ventricular capture. The right ventricular lead was explanted on (B)(6) 2018 and replaced. The patient was stable pre and post procedure.